Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a no delivery alarm which occurred during a dual wave bolus delivery in the past. The customer reported having cleared the alarm and resumed pump therapy. It was advised to call the 24-hour helpline when having any issues for proper troubleshooting. The customer's blood glucose value was 335 mg/dl. No further information was provided.